Event description:
Patient had bilateral hip revisions because both stems were loose and had subsided. There was no ingrowth on either of the stems.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.